Event description:
The customer contact reported the device door roller and door roller pin were broken. The device was returned to the biomedical department with a report of, "the pump doesn't work." No tracking information was provided; therefore, specific patient information, device programming or, event details were not available. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the device door roller and door roller pin were broken. No additional information was provided.

Manufacturer narrative:
Testing and investigation found channels a and b device door rollers were broken off. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.